Event description:
Customer was admitted to hospital glucose and diabetic ketoacidosis. Checked programming. Insulin concentration, basal rates/times, bolus history, programming is correct disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited.